Event description:
The complainant stated that a weld on the capella mast for the knee support was in danger of breaking. It did not break but it was cracked. The leg rest was able to be moved back and forth. He indicated that a local welder re-welded the area and the lift is functioning properly and mounted extra brackets so that it will not come loose.